Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('claiming pregnancy: ectopic') and perforation ('claiming perforation: other / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device and perforation outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, metrorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury were updated to new events claiming perforation: other/migration, claiming pregnancy: ectopic, pelvic pain, abdominal, back pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 mm density in left adnexa region which may represent a tiny fragment of fractured left essure device'), device dislocation ('malposition of essure device location of device: left cornual area'), ectopic pregnancy with contraceptive device ('pregnancy (with complications)/pregnancy: ectopic/termination') and gastrointestinal injury ('perforation: other/migration/embedded in serosa of mesentery of the small bowel/small bowel injury/embeddedessure coil/migration of essure device location of device: serosa of mesentery of the small bowel') in a 31-year-old female patient who had essure (batch no. Co8623-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2016, multigravida and multiparous (date of deliveries: (B)(6) 1997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2014). She did not allege essure caused any birth defects. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("hip pain"). In september 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy, retrieval of essure from small bowel and suction abortion; left unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and ectopic pregnancy with contraceptive device outcome was unknown and the device dislocation, gastrointestinal injury, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, metrorrhagia, dyspareunia and arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal injury, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail revealed essure 9 coils protruding on left, 3 on the right. She did not have a follow up hsg done. Patient received treatment for pain, bleeding, migration, perforation. Surgical pathology report: histologic sections of both specimens demonstrate smooth muscle and endometrium consistent with benign uterine cornua. The sections of the fallopian tubes are benign. Per medical record (note discrepancy)" patient states 7 week 2 days ectopic pregnancy removed (B)(6) and was told twins in uterus probably would miscarry. (As written). She subsequently have a full term delivery in 2016. She experienced pregnancy episode in 2016 which was captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: -total bilateral occlusion, breakage of essure device, migration of essure device: dislodged left essure device seen within the right pelvis. -it showed left fallopian tube occluded and partially visualized, right fallopian tube occluded with essure coil in place. Uterus retroverted, no evidence of filling defect. There was a dislodged essure device seen within the right pelvis anterior to right adnexa and 1 mm density in left adnexa region which may represent a tiny fragment of fractured left essure device.. Pregnancy test - on (B)(6) 2018: positive: ectopic pregnancy. Pregnancy test urine - in 2016: positive. Urinary system x-ray - on (B)(6) 2018: two essure coil on right adnexa region.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migration, gastrointestinal injury, ectopic pregnancy/termination and pelvic pain". Lot number reported (co8623) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint) no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 mm density in left adnexa region which may represent a tiny fragment of fractured left essure device'), device dislocation ('malposition of essure device location of device: left cornual area'), ectopic pregnancy with contraceptive device ('pregnancy (with complications)/pregnancy: ectopic/termination') and gastrointestinal injury ('perforation: other/migration/embedded in serosa of mesentery of the small bowel/small bowel injury/embedded essure coil/migration of essure device location of device: serosa of mesentery of the small bowel') in a 31-year-old female patient who had essure (batch no. Co8623, co8623, co8623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2016, multigravida and multiparous (date of deliveries: (B)(6)1997, (B)(6)2001, (B)(6)2003, (B)(6)2004, (B)(6)2006, (B)(6)2008, (B)(6)2010, (B)(6)2014). She did not allege essure caused any birth defects. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("hip pain"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy, retrieval of essure from small bowel and suction abortion; left unilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage and ectopic pregnancy with contraceptive device outcome was unknown and the device dislocation, gastrointestinal injury, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, metrorrhagia, dyspareunia and arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal injury, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail revealed essure 9 coils protruding on left, 3 on the right. She did not have a follow up hsg done. Patient received treatment for pain, bleeding, migration, perforation. Surgical pathology report: histologic sections of both specimens demonstrate smooth muscle and endometrium consistent with benign uterine cornua. The sections of the fallopian tubes are benign. Per medical record (note discrepancy)" patient states 7 week 2 days ectopic pregnancy removed (B)(6) and was told twins in uterus probably would miscarry. (As written). She subsequently have a full term delivery in 2016. She experienced pregnancy episode in 2016 which was captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2018: -total bilateral occlusion, breakage of essure device, migration of essure device: dislodged left essure device seen within the right pelvis. It showed left fallopian tube occluded and partially visualized, right fallopian tube occluded with essure coil in place. Uterus retroverted, no evidence of filling defect. There was a dislodged essure device seen within the right pelvis anterior to right adnexa and 1 mm density in left adnexa region which may represent a tiny fragment of fractured left essure device.. Pregnancy test - on (B)(6)2018: positive: ectopic pregnancy. Pregnancy test urine - in 2016: positive. Urinary system x-ray - on (B)(6)2018: two essure coil on right adnexa region.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migration, gastrointestinal injury, ectopic pregnancy/termination and pelvic pain". Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet and medical record received. Per pfs following events¿ malposition of essure device location of device: left cornual area; migration of essure device location of device: serosa of mesentery of the small bowel; pregnancy (with complications)/pregnancy: ectopic/termination; perforation: other/migration/embedded in serosa of mesentery of the small bowel/small bowel injury/embedded essure coil (previously reported as perforation); pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), hip pain and device ineffective were added¿. Per medical record event¿ 1 mm density in left adnexa region which may represent a tiny fragment of fractured left essure device¿ was added. This case is medically confirmed. Patient¿s demographic, medical history, lab data, and essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.